Event description:
A medtronic representative reported that the fusion system became unresponsive during navigation of a functional endoscopic sinus surgery (fess). Initially, they were able to navigate after registration, but after the system was idle for several minutes they could no longer navigate; no icons in the software could be selected. The surgeon elected to continue the case without navigation. There was no impact to the patient.

Manufacturer narrative:
Patient weight provided.

Manufacturer narrative:
The patient age and weight have been requested multiple times, but never provided. A medtronic representative tested the system on site. She could not replicate the issue. System functioned properly during testing. Unable to confirm complaint.